Event description:
It was reported that patient admitted on (B)(6) 2020, after a motorcycle accident and radiographic images revealed acute complex comminuted distal humerus fracture extending to the elbow joint. On (B)(6) 2020: internal fixation of left distal humerus was performed. Intraoperative notes indicate no complications. A 4.0 mm cannulated screw was placed to hold distal articular surface together, a posterior plate with locking and nonlocking small fragment screws were implanted. Then a medial plate over medial humerus with locking and nonlocking screws was implanted. (Total products implanted was 2 plates and 19 screws. The olecranon osteotomy was reduced and repaired with a 7.3mm cannulated screw. On (B)(6) 2020, patient is assessed, educated, and cleared for discharge by additional healthcare providers. (B)(6) 2020: patient felt a pop while doing his exercises. X-rays obtained on (B)(6) 2020, demonstrate hardware in place but medial plate has fractured at the fracture site just below the nonlocking screw. Also, signs of displacement of the olecranon osteotomy on radiographic imaging. (B)(6) 2020: revision performed. Intraoperative notes report removal of olecranon screw, the medial plate and screws (unknown qty of screws removed). New medial plate was implanted with new locking and nonlocking screws (total products implanted 1 plate and 10 screws). The olecranon osteotomy was reduced and repaired with 18-gauge steel wire (non-synthes) and non-synthes tension band wires. No intraoperative complications. Radiology test post op indicates good radiographic result and no evidence for complication. After evaluations, patient is discharged the same day. (B)(6) 2021: reported that the patient was walking with his dog and tripped and fell onto a rock landing on his left elbow. He had mild discomfort and pain with swelling and difficulty with range of motion. Patient injury occurred on (B)(6) 2021. Record reports patient was noted to have a broken screw through the condyles which was not removed. Radiographs reveal a broken tension wire and bent k-wires (both non-synthes) with displacement of the proximal olecranon piece. Noted is the broken screw which is unchanged. The humeral plates are intact without any abnormality. There is a large amount of interval healing of the humeral fractures. (B)(6) 2021: olecranon open reduction internal fixation (orif) was performed. Intraoperative notes indicate wires were removed from previous orif and new plate with locking and non-locking screws were implanted (total products were 1 plate and 9 screws). No complications noted. Discharged to home. (B)(6) 2021: post op follow up appointment, patient reported doing well with minimal pain and described some numbness. Radiographic imaging reveals 1 proximal screw backed out of olecranon (the most proximal screw) approximately 4mm out of the plate. (B)(6) 2021: intraoperative notes; the 1 loose screw was removed. No complications were noted. Patient discharged to home on same day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).